Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. On (B)(6) 2024 at 06:48:21, the log file captured controller internal fault alarms due to ocp an open faults, indicating damage to fuse a. The controller internal fault alarms resolved within the second; however, the ocp an open faults were active for the remainder of the log file. At 06:48:23, the log file captured driveline power fault alarms due to power a broken faults. The power a broken faults are due to the current sense dropping below the expected threshold. The driveline power fault alarms were active for the remainder of the log file. The driveline power fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Additional log files were submitted from the new system controller, serial number (B)(6), and showed no further driveline power fault alarms. The provided information indicated it is unknown if the exchanged system controller and modular cable will be returned; to date, no product has been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate modular cable, lot number 8439773, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot driveline power fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the emergency room (ER) with a driveline power fault. Fuse a status showed failed. Log files were submitted for review and confirmed the driveline power a faults which were associated with a fuse an open fault starting at 6:48 am on (B)(6) 2024. A modular cable and system controller replacement was recommended. Additional log files from the new system controller were submitted for review which showed that the driveline power fault resolved with the modular cable and system controller exchange.